Event description:
It was reported the pt developed a hematoma 5 days post-op. It was also reported the pt experienced bowel and bladder incontinence. A CT scan was performed and revealed a hematoma at t6-t7. As a result, the pt underwent surgical intervention. During the procedure, the hematoma was removed and the lead was repositioned. Surgical intervention resolved the pt's issues.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.